Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that there was no interaction with cardiac structures during deployment and no angulation/kink was observed with the deliver system. Per the instructions for use, the recommended size delivery system for use with a 30mm cribriform occluder is an 10f. A 12f sheath was used to deliver the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system. During implant, the occluder deformed into a cobra shape and was not implanted. There was no interaction with cardiac structures during deployment and no angulation/kink was observed with the deliver system. The occluder was never released from the delivery cable while inside the patient and removed. A 26mm non-abbott device was successfully implanted. The patient was reported to be in stable condition.